Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient operative notes indicated the previously reported stem was not implanted as during the procedure it was discovered patient had a possible infection. Cement spacers were implanted as part of a two-stage revision. Report is being corrected to an unknown hip that was explanted on b)(6) 2006 due to infection.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on b)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on b)(6) 2006 due to patient allegations of swelling, damage to surrounding bone and tissue, lack of mobility, elevated cobalt and chromium levels, dysfunction, loss of range of motion, metal debris, metal poisoning, and metallosis. A review of invoice history confirmed the surgery date of b)(6) 2006; however, the invoice indicates the surgery was a revision procedure. Invoice history confirmed that all components were removed and replaced on b)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient underwent the first of a two stage revision on b)(6) 2006 due to infection. Revision op report notes the presence of acute inflammation. Patient medical records report the initial total hip arthroplasty occurred approximately one year prior to the revision date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of swelling, damage to surrounding bone and tissue, lack of mobility, elevated cobalt and chromium levels, dysfunction, loss of range of motion, metal debris, metal poisoning, and metallosis. A review of invoice history confirmed the initial surgery date of (B)(6) 2006; however, the invoice indicates the surgery was a revision procedure. Invoice history confirmed that all components were removed and replaced on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports the patient underwent the first of a two stage revision on (B)(6) 2006 due to infection. Revision op report notes the presence of acute inflammation. Patient medical records report the initial total hip arthroplasty occurred approximately one year prior to the revision date. Additional information received from patient op notes from stage two of the revision procedure dated (B)(6) 2006 revealed normal-appearing, slightly brown joint fluid in the hip.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2006 due to patient allegations of swelling, damage to surrounding bone and tissue, lack of mobility, elevated cobalt and chromium levels, dysfunction, loss of range of motion, metal debris, metal poisoning, and metallosis. A review of invoice history confirmed the initial surgery date of (B)(6) 2006; however, the invoice indicates the surgery was a revision procedure. Invoice history confirmed that all components were removed and replaced on (B)(6) 2006. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.